Manufacturer narrative:
The heartware vad is used for treatment not diagnosis.the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. (B)(4). The pump driveline remains implanted and therefore is not available for return to the manufacturer. The product labeling, including the instructions for use (IFU) and patient manual, include instructions and a caution note regarding regular inspections of the driveline for evidence of cracks, tears, damages and to report any damages to the healthcare provider or vad coordinator. It also provides cautions and instructions on how to secure the driveline and prevention of damages to the driveline. Based on the findings that the boot was on backwards, user interface may have contributed to the events. The IFU and patient manual warn "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
The ventricular assist device (vad) coordinator from the site noted one episode of electrical faults and vad stop alarms in patient's history. The patient is a very poor historian and unable to recall any details of the event. The site verified driveline was securely connected and connector functioning appropriately. Alarms were not reproducible despite manipulation of driveline and connector. The driveline appeared intact. The manufacturer's clinical specialist was on site to verify the assessment. The patient was admitted to ICU from clinic. In discussing with the manufacturer's engineer (engineer), the patient was noted to have pump with rtv versus epoxy in connector. The decision was made to have the engineer evaluate the patient on-site to rule out recessed pins. On 8/22/2015 a service evaluation was performed per manufacturer's procedure. Per the service report, no damage was evident on the connector or driveline. It was noted that the connector boot was on backwards. Further inspection of the inside connector pins was required and the patient was prepped. The patient was started on low dose milrinone for inotropic support. A slight tear was noted on the silicone strain relief (portion interfacing with the driveline). A sheath repair was performed. There was no damage on the connector pins or residue evident. However, driveline cover was on backwards and that may have caused driveline connector to be in the open position leading to disconnect and faults. The driveline cover position was corrected. The patient tolerated pump off well. It was further reported that no recessed pins noted when driveline was disconnected.